Event description:
The customer reported that the ac power module inlet was pulled out and the housing.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module inlet was pulled out and the housing. The ac power module was replaced under warranty which resolved the failure. As of (B)(6) 2010 there have been no further reports of this issue from this customer site.